Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case by transfemoral approach, abnormal resistance was felt during advancement of a 26mm sapien 3 ultra aortic valve and loader into a 14fr esheath+. The delivery system was stuck in the white portion. The team attempted to adjust the angle of the sheath, rotate the system, and manipulate the system without success. The team decided to stop and remove the delivery, valve, and sheath as a unit. Damage occurred in the white portion. A stent strut was found to have ripped the sheath. A new 14fr esheath+, 26mm sapien 3 ultra valve, and 26mm commander delivery system were prepped, and the second valve was deployed without event. Access site was closed with perclose. Post angio showed no extravasation of site. Patient left the operating room in stable condition. Provided device-related photos were reviewed, and the following was observed: puncture on the sheath strain relief, with one valve strut exposed through the strain relief and strut bent outward at the valve inflow side.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions the event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was reviewed, and the following was noted: puncture on the strain relief. One valve strut was exposed through the strain relief bent outward at the valve inflow side. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve frame damage was confirmed based on the provided imagery. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event as angle adjustment, rotation and manipulation were performed on the system, as reported per the event description. Additionally, the provided imagery revealed a bent strut at the inflow side of the valve. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.